Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular event on or about (B)(6) 2010 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products.

Manufacturer narrative:
Initial information received alleged that the patient experienced a myocardial infarction (initially reported as a "cardiovascular event") and expired. Additional information received alleges that the patient instead experienced a cardiac arrest and expired. Additional information will be requested to clarify the complaint allegations; any information received will be submitted upon receipt accordingly. This is one of three device reports that are associated with this event; associated manufacturer report numbers: 1225714-2014-15143, 1225714-2014-15144, and 2937457-2014-03182.